Event description:
It was reported that, during a tha, some drills were very dull. As a result, the surgery time was extended about 25 minutes.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a dull drill bit involving a 4.0mm drill 25mm was reported. The event was confirmed. A material analysis concluded no material or manufacturing defects were observed on any of the surfaces examined. There is no indication that patient factors contributed to the reported event. (B)(4). No material or manufacturing defects were observed on any of the surfaces examined. Surgical protocol provides the recommended instructions for the use of the reported device.

Event description:
It was reported that, during a tha, some drills were very dull. As a result, the surgery time was extended about 25 minutes.